Manufacturer narrative:
This is one of two device reports for this event.

Event description:
The plaintiff's attorney alleged that the pt experienced sudden cardiopulmonary arrest within hours if their last dialysis appointment and expired the same day. It was reported that the death occurred due to the administration of the product for dialysis treatment.